Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that for the bd vacutainer® barricor¿ lithium heparin plasman blood collection tubes there was an absence of separator ball. The following information was provided by the initial reporter: absence of separator ball.

Event description:
It was reported that for the bd vacutainer® barricor¿ lithium heparin plasman blood collection tubes there was an absence of separator ball. The following information was provided by the initial reporter: absence of separator ball.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-07-24. H.6. Investigation summary: material #: 365050. Lot/batch #: 2311204 . Bd received 125 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for missing separator with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of missing separator was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing separator. Bd was not able to identify a root cause for the indicated failure mode.